Event description:
During index procedure, a resolute integrity drug-eluting stent was used to treat a class b1 lcx lesion. The stent was inspected prior to use with no abnormality noted. It was reported that the stent was implanted to the target lesion but failed to fully expand to its desired diameter. The balloon of the device was inflated to 22 atm for 13 seconds during stent deployment. The stent was post dilatated with a balloon.

Manufacturer narrative:
(B)(4): evaluation, results - inherent risk of procedure (incomplete apposition of stent to vessel wall). Procedure related (incomplete expansion of stent possibly related to resistant lesion).